Manufacturer narrative:
The referenced driveline infections were reported under medwatch MFR report # 2916596-2017-00920. Approximate age of device ¿ 7 years, 2 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that after over 7 years of support, the patient¿s lactate dehydrogenase (ldh) level was between 700 u/l and 1253 u/l for 2 weeks and the patient experienced hematuria. The patient was treated with integrilin and heparin drips while being worked up for pump thrombus. No increase in pump powers were noted. The pump was exchanged on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
The explanted pump was returned assembled with the percutaneous lead (lead) severed approximately 3.5 inches from the pump housing. A segment of the lead measuring approximately 4.5 inches was also returned. Upon disassembly of the pump, two small, white depositions were observed adjacent to the outlet bearing ball in the outlet stator. The depositions were not adhered and did not reveal evidence of laminated layering or denaturation to indicate that it was present while the pump was operating. Although a specific cause for the development of the depositions and the duration of time for which they were present in the pump could not be conclusively determined, the size and structure of the depositions suggest that they were unlikely to have contributed to the reported elevated level of lactate dehydrogenase (ldh) and hematuria. The remainder of the blood-contacting surfaces of the device did not reveal any developed depositions or thrombus formations that would have contributed to the report of event. The patient remains ongoing on lvad support with the replacement device. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.